Event description:
It was reported the patient received erratic, too low readings of 71 mg/dl, 61 mg/dl and 69 mg/dl. The customer stated that during all three of these readings, she had symptoms of increased thirst, frequent urination, fatigue, dizziness, and blurred vision. The customer stated she self-treated with water and orange juice, but was not feeling any better. Three hours later, the customer's husband drove her to the emergency room, where the hospital staff took her blood glucose reading resulting in a value of 549 mg/dl on the hospital's meter. The patient was at the hospital for 5 hours. She was discharged with a blood glucose level of 275 mg/dl, feeling fine.